Event description:
The customer reported the monitor goes blank during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and could not reproduce the reported problem. System operates as intended. This MDR is related to ge healthcare complaint.